Manufacturer narrative:
The patient remains ongoing and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 14 months of support on the lvad, there was concern of a possible driveline fracture due to a pump stoppage. X-rays and log files were submitted to the MFR for analysis and the log file displayed a transient pump stoppage due to a driveline disconnect from the system controller. The file indicated the driveline was reconnected and system parameters returned within normal operating limits. The x-rays did not display any suspect areas of concern.

Manufacturer narrative:
The pump stoppages that were confirmed based on the information contained in the submitted log file were indicative of a potential percutaneous lead issue and an ungrounded patient cable was provided to the patient. The patient remains ongoing with the implanted device and no further alarms or issues have been reported. No additional plans for intervention have been established. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information:the patient was admitted due to multiple ICD (implantable cardioverter device) shocks related to pump stoppages. The patient experienced multiple audible alarms due to pump stoppages while connected to the power module and exchanging the patient cable did not resolve the issue. The patient's log files were reviewed and appeared consistent with a potential percutaneous lead issue; however, the patient's x-rays did not indicate any apparent percutaneous lead damage. The decision was made not to perform a distal-end percutaneous lead replacement and to provide the patient with an ungrounded patient cable. The patient remains ongoing on the ungrounded patient cable with no further alarms or issues.